Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that after device unpackaging, it was noticed that the stent was prematurely, partially deployed. The device was not used and there was no pt involvement. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.